Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, it was noticed that the balloon burst. There were no patient complications as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 05/01/2022 as no event date was reported. Block h2: additional information: block b5 (describe event or problem). Block h6: device problem code a0402 captures the reportable event of balloon burst. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, it was noticed that the balloon burst. There were no patient complications as a result of this event. Additional information received on july 06 & 14, 2022. It was reported that the anatomy location was the esophagus, and the procedure was completed with another cre fixed wire dilatation balloon.